Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the revolutions per minute (rpm) was out of spec and the hand control did not work. Therefore, the reported condition was confirmed. It was determined that the bearings, motor and flex circuit were worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was down and leaking oil. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The date of event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.